Event description:
It was reported that the customer received false low glucose alerts and was actually experiencing high blood glucose over 400 mg/dl. Customer removed the sensor and it was stated that he wears the sensor on and off for about a week at a time. Customer is lean and will contact the doctor for advice on other insertion site options. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.